Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the quality engineer reported that both the arterial and venous blood parameter modules have hairline fractures throughout the housing. Since the event occurred during routine testing, there was no patient involvement during this event.